Event description:
It was reported that the patient received forty seven inappropriate shocks due to noise and oversensing on the right ventricular lead. The lead also had low high-voltage impedance and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).